Event description:
Pt underwent a total hip arthroplasty in 1992 using j&j components. Pt was doing well until approximately 1 month ago when pt developed severe pain in the buttock. Pt was seen by a doctor and x-rays obtained revealed evidence of probable fracture of the acetabular defect noted around one of the screws as well as osteolysis of the proximal femur. Pt was admitted on 4/18/00 and taken to surgery that same day. Pt underwent a revision of acetabular component with exchange of liner and bone grafting of osteolysis of the left acetabulum & left proximal femur. The acetabular liner was found to be displaced and broken.